Manufacturer narrative:
(B)(4). This device has not been returned for analysis. This investigation will be updated should further information be provided or if the device is returned and analysis completed.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.